Manufacturer narrative:
The affected device was tested in the dräger repair center and the log file was secured for analysis. During a 12-hour test ventilation in different modes the device operated as specified and no problems were found. The log file shows that on 7th january 2025 the device was started at 08:40 (device system time). At 08:42 the device failed the pre-use device check due to a system leakage. On the prior date at 09:17 the device passed a device check. After the failed device check at 08:43 the device alarmed ¿paw measurement inop¿ and logged the entry sensor: s4_s5 divergence. At 08:45 the device was switched off by the user and switched on again at 08:49 and immediately generated the same alarm again. At 08:50 the device was switched off again and was not put back in use for the rest of the day. There is no entry indicating a technical malfunction during the event. The alarm messages in combination with the failed device check indicate a leakage in the patient breathing system and its attached blue measuring line. Based on the available information there is no indication of a device malfunction. The device detected the problem in the breathing circuit prior to use in the pre-use device check and alarmed as specified to alert the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down while on a patient with the alarm vent inop at the top of the screen. It would not deliver a breath and there was no waveform displayed. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down while on a patient with the alarm vent inop at the top of the screen. It would not deliver a breath and there was no waveform displayed. No patient injury was reported.